Event description:
It was reported that patient underwent a right total hip arthroplasty in 1991 and received a bi-metric stem and hexloc cup. Subsequently, the patient was revised on (B)(6) 2014 due to excessive poly wear superiorly, and underwent a bone graft behind the cup. The liner and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name; catalog number, lot number, and expiration date; implant date ; 510k number; device manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.